Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 396 mg/dl. Insulin injections were administered. Customer alleged pump was not delivering insulin properly. Pump system check with tandem technical support found the pump was functioning properly; however, customer maintained that there was an issue with pump and requested a replacement pump. Customer reverted to using manual injections for insulin therapy.